Event description:
Reporter alleged obtaining the results of 213 mg/dl and 77 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she was feeling hypoglycemic symptoms with the readings and she self-treated with apple juice. Reporter also alleged obtaining the results of 77 mg/dl and 143 mg/dl on the same aviva system back to back within 10 minutes. Reporter stated that she was feeling hypoglycemic with the 77 mg/dl result and she self- treated before obtaining the 143 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant glucose (glucm) results generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. The customer has been noticing patient results do not match and qc imprecision since (B)(4) 2010. When the duplicate results do not match, sample is run on another instrument for confirmation. No specific patient results or number patient samples involved were provided. There was no effect to the patients or to the user.